Event description:
It was reported the patient had a heart bypass in 1995. It was reported the patient developed an infection and injury as a result of contaminated sutures. The pt is now deceased. At this time, there is no indication of connection between the death of this plaintiff and the claim of infection. No other information was given.